Event description:
The customer reported, the system failed to display an image intermittently. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The dsad2 ic memory card was replaced. The system was then found to be working as intended.